Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 05/11/2012 and the one (1) year warranty period has expired. As the device is at its end of its useful life and no repairs are available for the video baton, the customer elected to replace the glidescope pgvl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image would go in and out, or state no signal. Reportedly there is a tear in the cable near the monitor. An unnamed device was used to complete the procedure, reportedly there was a two (2) minute delay while the second device was prepared. No harm to patient or user was reported.